Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation after lifting a heavy object. It was also reported lead diagnostics showed invalid impedance values for the scs lead. A sjm representative was unable to resolve the issues with reprogramming. Additionally, x-rays identified epidural fibrosis; therefore, possible surgical intervention will be taken at a later date to address the issues.